Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for re-operation is not applicable as the device was not implanted.

Event description:
Healthcare professional reported that device ruptured during introduction. Surgery was completed with backup device.